Event description:
In (B)(6) 2017, the device was interrogated and displayed a longevity going from 6 to 9 months. The patient was seen again on (B)(6) 2018, the implant had reached to recommended replacement time (rrt), in standby-mode, with an impedance more than (B)(6). The patient had been complaining of shortness of breath since mid-may and had difficulties to breath and tiredness for over a month. The physician wants to know why the longevity estimate announced in (B)(6) was incorrect.

Manufacturer narrative:
(B)(4).

Event description:
In december 2017, the device was interrogated and displayed a longevity going from 6 to 9 months. The patient was seen again on (B)(6) 2018, the implant had reached to recommended replacement time (rrt), in standby-mode, with an impedance more than 11kohms. The patient had been complaining of shortness of breath since (B)(6) and had difficulties to breath and tiredness for over a month. The physician wants to know why the longevity estimate announced in december was incorrect.